Manufacturer narrative:
Retainer ring = clear on (B)(6) 2021 the customer alleged pump error 130, pump error 68, pump error 49, pump error 43, exposure to moisture and was hospitalized for low blood glucoses. Pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to perform the displacement accuracy test, displacement test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Pump passed the active current measurement and self test. Successfully downloaded history files and traces using thus. No pump error 68, 130, 43 or 49 alarms during testing, however, were found in the history file: pump error 68 [(B)(6) 2021 08:13] pump error 130 (B)(6) 2021 23:08, 23:18 and 33 times on (B)(6) 2021 starting at 05:23] pump error 43 [(B)(6) 2021 23:36 and 7 times on (B)(6) 2021 starting at 06:11] pump error 49 [(B)(6) 2021 08:14] battery / power errors were found in the history file: low battery alert [(B)(6) 2021 10:44 / (B)(6) 2021 15:52 / (B)(6) 2021 00:40], battery removed alert [(B)(6) 2021 06:17], failed battery test alert [(B)(6) 2021 06:14], battery out limit alert [(B)(6) 2021 08:15]. Pump error 130 and 43 alarms due to moisture damage on the motor. However, insulin pump received with a high sleep current measurement due to moisture damage electronic assembly. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with moisture damage on the battery tube and vibrator during visual inspection. No moisture damage on the keypad assembly during visual inspection. Device received with cracked retainer, serial number label missing, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for low blood glucoses. Pump error 130, 43 and 38 alarms confirmed due to moisture damage on the motor. Pump error 49 and 68 alarms not confirmed. Unexpected battery power loss confirmed due to high current caused by moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump error 38 alarm during the rewind test due to moisture damage on the motor assembly. Unable to verify pump error 130 alarm, pump error 43 alarm and perform the displacement accuracy test, displacement test, prime/seating test, basic occlusion test, occlusion test and force sensor test due to pump error 38 alarm. Device passed the active current measurement and self test. No pump error 68 or 49 alarm during testing. However, insulin pump received with a high sleep current measurement due to moisture damage electronic assembly. The test p-cap locks properly in place in the reservoir compartment noted. Device received with moisture damage on the battery tube and vibrator during visual inspection. No moisture damage on the keypad assembly during visual inspection. Device received with cracked retainer, serial number label missing, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they visited emergency room and were hospitalized on (B)(6) 2021 due to high blood glucose. The customer's blood glucose was 306 mg/dl. The customer was treated with insulin pump. Customer stated insulin pump stopped working at emergency room. Customer stated they had multiple insulin pump error alarm. Customer stated they were able to clear the alarm but could not complete rewind process. Automode feature was unknown at the time of event. The insulin pump will be returned for analysis.